Manufacturer narrative:
Siemens headquarters support center (hsc) has reviewed the customer information provided and the instrument data. No product non-conformance was identified. The data indicated that only samples processed with ctni reagent lot 19056bb on dimension vista instrument dv310846 were affected. The instrument data showed that the instrument loci reader was replaced on (B)(6) 2019 at approximately 11 am. After the loci reader replacement, quality control (qc) and calibrations were not performed on ctni reagent lot 19056bb. The cause of this event was due to the changes in recovery for ctni reagent lot 19056bb after the loci reader replacement. The event was resolved with the recalibration of ctni reagent lot 19056bb. Post calibration, quality control (qc) returned to within customer ranges and ctni reagent lot 19056bb is operational. The device is performing according to specifications. No further evaluation of the device is necessary.

Event description:
Discordant elevated cardiac troponin I (ctni) results were obtained on quality control (qc) and patient's samples on a dimension vista 1500 instrument. The patient results were reported to the physician(s). The same patient samples were reprocessed on an alternate dimension vista. Lower results were obtained. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.